Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.0; reference: 2.2; mean: 2.60; confidence limits: 1.6-3.4. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The discrepancy occurred because the pt was on lovenox. According to product warning and limitations, inratio testing should not be used for pts on heparin therapy. Products were not expected to be returned. Strip lot info was not provided. This complaint will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 3.0; lab: 2.2.